Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a cartridge change and tubing fill, no drops were observed in the tubing and insulin was found pooled in the pump compartment with an empty cartridge, consistent with a cartridge leakage and failure to deliver insulin. Symptoms included no reported adverse clinical effects, and the user¿s blood glucose was 175 mg/dl. Outcomes included no medical intervention, no hospitalization, and successful restoration of insulin delivery after replacing the cartridge. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed that use of a new cartridge resolved the issue and insulin delivery resumed as expected. It was concluded that the event was related to a leaking or improperly sealed cartridge that resulted in a delivery failure, with resolution upon replacement.